Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: #(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-57- user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system. Test strip UDI#: (B)(4). Note 1: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement products. Note 2: same customer with two different products, similar event description as MDR's 2019-00559, but different meters involved.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with tests results from results obtained of 60, 37, 353, 426 and 71 mg/dl. Customer stated that he has two meters and he is using the same vial of test strips, that the results vary a lot. Customer was also concerned with meter to meter comparison results of 125 mg/dl using meter and 70 mg/dl using his other meter. The customer's expected fasting blood glucose test result range is 80-130mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. During the call a blood test was performed by the customer and produced test results of 203mg/dl fasting using meter. The test strip lot manufacturer's expiration date is 07/31/2020 and test strips were opened two weeks ago. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).